Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open appendectomy, the suture opened in two at the time of the start of closing. Another suture was used to complete the procedure. There was no patient injury.